Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed for lot 2280975. No photos were provided from lot 2238442. Additionally, 24 retention samples of each lot number (48 total) from bd inventory were evaluated by visual examination and another 12 retention samples of each lot number (24 total) by functional leakage testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage with lot 2280975. This complaint could not be confirmed for sleeve leakage with lot 2238442. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd luer-lok¿ access device there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood exposure due to product issue - a staff had to change out of her scrubs due to the device leaking so much she got blood on her scrub pants." There was no exposure testing or medical intervention reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ access device there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood exposure due to product issue - a staff had to change out of her scrubs due to the device leaking so much she got blood on her scrub pants." There was no exposure testing or medical intervention reported.